Event description:
It was reported that during the implant of the catheter, a new system implant, the physician removed the needle in order to reposition the catheter and the guidewire was sticking out through one of the holes in the end of the catheter where the drug should come out. The reporter did not recall the stylet could have not been properly seated prior to inserting the catheter, but thought that the physician would have noticed that. A new catheter was used and was implanted without incident. As this was a new system implant there was no drug delivered to the patient at the time of the event. It was further clarified that the device was to deliver baclofen. There were no patient symptoms and the patient was currently receiving ¿good¿ therapy.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).